Event description:
Customer reported the system is displaying a motion error and the joystick is not working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the joystick. System operates as intended.